Event description:
It has been reported to the co that the wire broke during the procedure. The physician inserted the wire into the pt. The physician then pulled back on the wire and then noticed that the wire had broken. The physician was able to remove the remaining part of the wire by using the balloon to get the wire back into the guide for removal. Pt is reported to be fine.